Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had experienced high blood glucose and insulin pump received motor error, motor position encoder error. The customer¿s blood glucose level was 419 mg/dl. The customer reported that they received a motor error alarm and was squirting out insulin the insulin was squirting out, they smelled insulin. Customer was able to successfully clear the alarm. Customer was unable to complete pump rewind. The customer reported that the drive support cap was normal. The customer declined troubleshooting for high blood glucose. The customer was advised the pump will need to be replaced. The customer was advised to discontinue use of the pump and was advised to refer to back up plan, per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement test, rewind test, basic occlusion test, occlusion test and prime/a33 test. However, unexpected no delivery alarm during excessive no delivery test due to faulty force sensor resistance (gold). No motor error alarm noted. Motor passed motor test. No motor position encoder alarm noted.